Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The device manufacturer date is not known. The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: lens cracked confirmed failure: outer tube damaged (bent, dented) damaged proximal cover glass damaged distal cover glass probable root cause: ncorrectly assembled optical train. / damage to optical train. End of life wear-out. Shipping damage. Use error. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.